Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds that caused the device's battery to be shorter than expected on longevity as the device was at eri (elective replacement indicator). Both, the rv lead and the device, were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.